Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, physician reported blood visible in helium tubing of catheter post placement approximately 12 hours. Patient had recently received a heparin bolus. Physician noted no change to the patient status because of balloon compromise. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, physician reported blood visible in helium tubing of catheter post placement approximately 12 hours. Patient had recently received a heparin bolus. Physician noted no change to the patient status because of balloon compromise. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the non-maquet sheath and the catheter. The extender tubing was also returned. A catheter tubing kink was observed approximately 25.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal and measuring 0.025cm in length. The reported problem was most likely triggered by the leak was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).